Event description:
It was reported that the customer was unable to remove the battery cap from the insulin pump. The battery cap was chipped. The customer's mother attempted to remove the battery cap because the battery was low and her blood glucose was running high. Customer's blood glucose level was 459 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit received with stripped battery cap coin slot and minor scratches on lcd window.